Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported the bd vacutainer® buffered trisodium citrate plus blood collection tubes experienced overfill. This event occurred 2100 times. The following information was provided by the initial reporter: translated to english. The customer stated, "overfilling tubes was discovered. The laboratory detected a high volume of inconsistent results and reported it. We the conducted internal investigation, and concluded on the morning the affected tubes was recalled on thursday morning, and complaint escalated the next day." New information: 11/23/2020: the clinic reported that clients were recalled to come for a repeat test at an earliest time possible. They also confirmed that all affected clients had a treatment dose change based on the test result readings.

Event description:
It was reported the bd vacutainer® buffered trisodium citrate plus blood collection tubes experienced overfill. This event occurred 2100 times. The following information was provided by the initial reporter: translated to english. The customer stated "overfilling tubes was discovered. The laboratory detected a high volume of inconsistent results and reported it. We the conducted internal investigation and concluded on the morning the affected tubes was recalled on thursday morning and complaint escalated the next day." New information 11/23/2020: the clinic reported that clients were recalled to come for a repeat test at an earliest time possible. They also confirmed that all affected clients had a treatment dose change based on the test result readings.

Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos from the customer for investigation. Therefore, 20 retention samples from bd inventory were evaluated by functional testing and no issues were observed relating to overfill as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10.